Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The tse recommended to do the extended self-test (est) and run ventilator on test lung. Covidien is not authorized to evaluate the device. The customer reported to have not duplicated the alleged malfunction.